Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 492 mg/dl at the time of the call. The customer stated that they did not feel conformable with the pump and insisted on having a replacement. The customer was informed that their insulin pump was working as designed and that the alarm was a function of the pump's design to inform the customer that they are not receiving insulin. The customer was sent a replacement pump. No further information was provided.